Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log identified occlusion, check infusion line in history. During functional testing the occlusion, check infusion line message alarmed when trying to infuse the pump multiple times. The force sensor no longer operated properly as a result of normal wear. The root cause of the problem was related to normal wear of the pump as it is over 12 years old. Replaced force sensor. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited an occlusion alarm. No patient injury was reported.